Manufacturer narrative:
Evaluated one open/used reservoir; performed pre-fill test to reservoir and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles. Also inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion the reservoir no air bubbles and no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the reservoir was leaking. The patient's blood glucose at the time of incident was 276 mg/dl. Troubleshooting was initiated. The customer stated that the leak travelled past the 2nd o-ring. The reservoir was returned for analysis.